Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported surgeon revised left knee (tibia and insert only) due to tibia component subsidence.